Manufacturer narrative:
Initial reporter phone# (B)(6). Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes k2edta plh 13x75 3.0 plblce lav had a plastic hook inside. This occurred on 3 separate occasions, but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, customer and retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was conducted and foreign matter was not observed. Additionally, evaluation of the retain samples was conducted and foreign matter was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tubes k2edta plh 13x75 3.0 plblce lav had a plastic hook inside. This occurred on 3 separate occasions, but the date/time and or patient information is unknown.